Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.

Event description:
A report was received that a pt had a liquid-like bubble and redness at the lead site. The physician explanted the pt's precision system as the pt had pus at both the lead and pocket site. The pt was hospitalized overnight and treated with a PICC line placement of antibiotics. The pt was reportedly doing well following the procedure.